Event description:
The customer reported that approximately 2 ml of blood leaked from the probe wipe of the coulter hmx hematology analyzer with autoloader and onto the tabletop. The customer was running a mode to mode check when the event occurred and the instrument generated white blood cell (wbc) voteout error. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and glasses at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts assessed that the aperture was clogged and advised the customer to bleach the aperture and attempt to run samples. The customer had not called back to report of any further issues as of (B)(4) 2013. Failure mode of the event is attributed to clot in the aspiration pathway. The customer was able to resolve the issue with the help of the cts over the phone and a field service engineer was not dispatched for this event. Beckman coulter internal identifier for this report is (B)(4).